Event description:
It was reported that, during an office follow-up, noise was found in the alternate and secondary sensing vectors while the patient did some slight movements in the supine and seated position. The primary sensing vector had no noise. Technical services advised to program the sensing vector to the primary vector. Later, the electrode was explanted. Further examination found a fracture around the distal electrode. The electrode will be returned for analysis. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an office follow-up, noise was found in the alternate and secondary sensing vectors while the patient did some slight movements in the supine and seated position. The primary sensing vector had no noise. Technical services advised to program the sensing vector to the primary vector. Later, the electrode was explanted. Further examination found a fracture around the distal electrode. The electrode will be returned for analysis. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was returned in two segments. It was severed at approximately 336mm from the terminal end. The electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed the sense-a cable had fractured 336mm from the terminal end. The fracture characteristics are consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.